Manufacturer narrative:
(B)(4). Batch # u5a800. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no visual non-conformance and without a reload present. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and it was difficult to load the test reload into the returned actual device, hard force was used to fully seat the reload in to the device, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure that after the fifth fire the scrub tech attempted to place a new cartridge with no success. After inspection it appears that the cartridge pan from the fifth firing is lodged in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.